Event description:
Patient reported right side device rupture diagnosed via ultrasound. Patient later provided letter from the physician reporting "swelling", "pain in the right breast", and "right implant rupture with some fluid around it" diagnosed via ultrasound. The device has been explanted and discarded.

Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified: ¿ rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ edema: unable to observe since it is a medical event and is not related to the device. ¿ pain: unable to observe since it is a medical event and is not related to the device. ¿ seroma-late: unable to observe since it is a medical event and is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed. Additional, changed, and/or corrected data: b1, b5, b6, d9, g2, h6.

Event description:
The device has been explanted. Subsequently patient provided medical letter that states "swelling and pain in the right breast. Has arranged an ultrasound and the right implant is rupture with some fluid around it."

Manufacturer narrative:
The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: "fluid."

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, h6.

Event description:
Patient reported right side device rupture diagnosed via ultrasound. The device has been discarded

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported, right side device rupture. Diagnosed via ultrasound. The device remains implanted.